Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Initially, the customer reported having unexplained high blood glucose of 300mg/d. The customer experienced fatigue and mouth dryness. The time, date, basal rates, and bolus wizard settings were correct. After receiving the tubing clamp, the high pressure test was performed and passed. A follow up was conducted, and found that the customer went to the emergency room due to high blood glucose. The customer stated that once her blood glucose went down to 300mg/dl, they release her. No further information was provided.